Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent partial knee revision due to dislocation of the bearing. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays provided. Device history record (DHR) was reviewed and no discrepancies were found. It is noted that the bearing was revised with a thicker component, this may indicate that the initial bearing choice was not optimal. The patient is reported to be (B)(6) tall and to weigh (B)(6); this gives a body mass index (bmi) of 31.8, indicating that the patient is clinically (B)(6), which might have contributed to the dislocation. The absence of the retrieved component prevents any other potential contributions to the cause of revision from being discussed. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.